Manufacturer narrative:
Product ID: 3387, lot# unknown, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted and had reached end of life with a battery voltage of 2.77v. No environmental, external, or patient factors contributed to the event. Lead and system impedances were checked. Impedances on the right side were measured to be high. The following high impedances were measured: c-9 = 2083, c-10 = 2429, c-11 = 3016, 8-11 = 4564, 9-11 = 4480, 10-11 = 4031 ohms. Therapy impedances were within normal range. The ins was programmed to c+, 1-, 2- at 2.2 v, 360 usec, and 180 hz on the left side and c+, 9-, 10- at 2.2v, 360 usec, and 180 hz on the right side. A lead impedance check was done several times while palpating the ins and connections and the same value was given in each test. A replacement of the ins was ordered. The issue was not resolved at the time of this report. The patient was alive with no injury.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) replacement surgery was scheduled for (B)(6) 2017.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient experienced cervical and upper limb dystonia. The symptoms were controlled when the implantable neurostimulator (ins) was functioning. The cause of the ins premature depletion was not determined. If high impedances were measured on the extensions during the ins replacement procedure, the extensions were going to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.